Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb cable. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 148 mg/dl.